Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the left ventricular lead exhibited failure to capture. Fluoroscopy showed the lead had dislodged into the right atrium. The patient presented in clinic for a procedure on (B)(6) 2021 where the lead was extracted and replaced. The patient was stable.